Event description:
Additional information received indicated the system was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer report number: 2017865-2021-35917. During an in clinic follow-up, an infection was observed on system. It is anticipated that the right ventricular (rv) and right atrial (ra) leads will be explanted and replaced to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.